Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower drawer 5 was not opening and displayed a close drawer message and the magnet had fallen out. A field service engineer performed remote troubleshooting and noted that the medstations were taking an unusually long time to restart, with some stations requiring 10 to 15 minutes before becoming operational. The engineer assisted the customer in recovering the failed storage. The customer was able to resolve all issues independently and confirmed that on-site assistance was no longer needed. All systems were functioning properly following the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer magnet have fallen out, was not open and displayed close drawer message. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer magnet have fallen out, was not open and displayed close drawer message. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.